Manufacturer narrative:
Initial 1 of 2. E1:name: (B)(6). Street:(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced infusion set issues led to high blood glucose level measuring 20 mmol/l and was treated with correction injection via multiple daily injections event on (B)(6) 2026. The patient replaced infusion set and resumed insulin successfully.